Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridge was filled with approximately 450 units of insulin. Additionally, the customer reported that the initial fill estimate was accurate; however, after the pump recalculated, the insulin gauge began to decrease from 100 units. The customer's blood glucose level was 190 mg/dl. During a follow-up call on 6/17/2017, the customer loaded a new cartridge and received an accurate fill estimate.